Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using ruby coils, a non-penumbra microcatheter, and a guidewire. During the procedure, while attempting to advance a ruby coil through the microcatheter, the physician experienced resistance at the distal end of the microcatheter and the ruby coil would only advance a few millimeters out of the tip of the microcatheter. Next, the physician retracted and advanced the ruby coil a few millimeters in and out of the tip of the microcatheter approximately two or three times, but resistance was still encountered and the ruby coil would not advance beyond the tip of the microcatheter. Subsequently, while retracting the ruby coil, it unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed. The procedure was completed using two new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.